Event description:
International affiliate reports that after three perforation holes were drilled, the perforator filed to disengage on the fourth hole and the dura was damaged. The pt's bone did not show any pathological anomaly.